Manufacturer narrative:
The synergy xd mr ous 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the mid-section of the stent were lifted from their crimped position and pulled distally. The undamaged stent od (outer diameter) was measured using within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 16nov2021. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified mid left anterior descending artery. The 4.00 x 38mm synergy xd drug eluting stent was introduced but failed to cross the lesion. The procedure was completed with another of the same device. There were not patient complications and the patient condition was stable. However, device analysis revealed stent damage.